Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of huav2069 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the had a double lumen hickman that the tubing popped off. The hickman was originally placed in surgery on (B)(6) 2017. The red lumen came apart where the red plastic color portion of the line connects to the white lumen portion. There was no crack or break in the actual device, but it came apart and the child began bleeding from the open lumen. Of note, chemotherapy was also being administered via the red lumen at this time and it was questioned how much of the chemo was lost. The rn's narrative states that the patient was active and the line pulled apart. In speaking with the rn, she was not in the room when it occurred. The patient's grandma put the call light on when it occurred and stated the patient forgot he was connected and the line may have been pulled on. The rn clamped the line and called for assistance. The red lumen was repaired without issue with assistance of vascular access. The line was functioning as needed with the repair in place. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub was confirmed, and the damage appears to have occurred during use. One hickman type catheter segment with red luer adaptor was returned for investigation. A photograph was also provided for investigation. The photo shows a separation of the catheter from the red crimp collar and luer adaptor. What appeared to be dry blood residue was observed on the external surface of the catheter. The returned sample resembled the device in the photo. The catheter had been cut 1cm distal to the clamping oversleeve and the distal catheter segment was not returned for investigation. The catheter was loosely positioned over the distal end of the luer adaptor stem. The printing on the clamping oversleeve was completely worn from the tubing. An annular impression was observed 3mm from the proximal end of the clamping oversleeve, which appeared to be the location the crimp collar was crimped over the tubing. There was no indication that the catheter was assembled incorrectly. Separation of the hub from the catheter and crimp collar can occur from pulling on the hub and/or crimp collar. A tactual investigation of the returned sample revealed elastic weakness in the tubing, which indicates that the tubing was stretched. Strategic securement of the catheter can help prevent stretching and manipulation of the catheter tubing and connector. A lot history review (lhr) of huav2069 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had a double lumen hickman that the tubing popped off. The hickman was originally placed in surgery on (B)(6) 2017. The red lumen came apart where the red plastic color portion of the line connects to the white lumen portion. There was no crack or break in the actual device, but it came apart and the child began bleeding from the open lumen. Of note, chemotherapy was also being administered via the red lumen at this time and it was questioned how much of the chemo was lost. The rn's narrative states that the patient was active and the line pulled apart. In speaking with the rn, she was not in the room when it occurred. The patient's grandma put the call light on when it occurred and stated the patient forgot he was connected and the line may have been pulled on. The rn clamped the line and called for assistance. The red lumen was repaired without issue with assistance of vascular access. The line was functioning as needed with the repair in place. No patient harm reported.